Event description:
It was reported that the estimated remaining longevity of this subcutaneous implantable cardioverter defibrillator (s-ICD) had decreased from 8% remaining to 2% remaining in the span of 3 months. Boston scientific technical services (ts) performed a data analysis and noted a premature battery depletion; device replacement was recommended, and a safe replacement interval was provided. The device remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the s-ICD presented difficulties to update over interrogation. Several attempt, were tried. This device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the estimated remaining longevity of this subcutaneous implantable cardioverter defibrillator (s-ICD) had decreased from 8% remaining to 2% remaining in the span of 3 months. Boston scientific technical services (ts) performed a data analysis and noted a premature battery depletion; device replacement was recommended, and a safe replacement interval was provided. The device remains in service. No adverse patient effects were reported.